Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose (bg) decreased to 1.8 mmol/l (32.4 mg/dl) while wearing the pod on the arm for between 49 and 71 hours. The patient loss consciousness on the airplane and managed to increase the bg levels by drinking coca-cola and ingesting glucose tablets. No medical assistance was provided.